Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience stent referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2014, a drug eluting coronary device was successfully implanted in the mid left anterior descending (lad) coronary artery. Two other drug eluting coronary devices were successfully implanted in the proximal lad. One, unspecified xience stent, was implanted in the left main to lad and another unspecified xience stent in the left main to circumflex coronary artery. On (B)(6) 2014, the patient was admitted to the hospital for chest pain, elevated troponin, and a non-st elevated myocardial infarction (mi). On (B)(6) 2014 an angiogram was performed displaying severe in-stent re-stenosis of the left main bifurcation involving the lad and ostial cx xience stents. Reportedly, the other devices had not re-stenosed. On (B)(6) 2014, coronary artery bypass graft surgery (CABG) was performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina, myocardial infarction and restenosis, as listed in the are xience prime everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial medwatch report, the following information was received: on (B)(6) 2014, a 4.0x15mm xience prime stent was implanted in the left main (lm) to the left anterior descending (lad) coronary artery and a 4.0x28mm xience prime stent was successfully implanted in the lm to the left circumflex coronary artery (cx). On (B)(6) 2014, medications were given. The event resolved without sequela on (B)(6) 2014. There was no additional information provided.